Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump software delivered an automatic correction bolus inappropriately during exercise mode. Customer's blood glucose was 77-78 mg/dl. No additional patient or event information was available.